Event description:
It was further reported that the lead was subsequently extracted and replaced successfuly. No patient complications have been reported as a result of this event.

Event description:
It was reported that right ventricular (rv) lead thresholds had steadily increased out of the normal range and that lead impedance had been trending downward. Short interval counts had been observed at both prior device interrogations. The lead was left in use and a lead replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached, and visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).